Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for cuff is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. The balloon was visually inspected, functionally and leak tested. The balloon did not pass the pressure test; the reading was below specification. The balloon passed the visual test and no leaks were identified. The cuff was visually inspected, and leak tested. No anomalies were found with the cuff. Based on the information available and analysis results, the pressure fail on the balloon could have caused or contributed to the device being removed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reported and any performance allegation information. Upon analysis of the returned components, a device issue was noted. No further information was reported.